Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a solicited report by a physician from (B)(6) of aseptic peritonitis coincident with extraneal viaflex and physioneal 40 clear-flex therapies. On (B)(6) 2011, the patient began treatment with physioneal 40 1.36% clear-flex and physioneal 40 2.27% clear-flex with dry day (dose, frequency not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd) due to cardiorenal syndrome. On (B)(6) 2011, the patient experienced problems with the cycler, the cycler was disconnected and the patient infused a bag of extraneal viaflex. On (B)(6) 2011, the patient infused physioneal 1.36%. On this same date, the patient had problems with his cycler and in the night he disconnected. On (B)(6) 2011, the patient went to the pd unit with aseptic peritonitis, manifested by cloudy effluent, without abdominal pain or fever. The physician reported that the patient had "general good clinical state," blood pressure was 129/50 mmhg, and no fever. The hospital staff confirmed the cloudy effluent. On (B)(6) 2011, the patient began remedial treatment with vancomycin 2g, ip and gentamicin 80mg, ip (frequency not reported). On this same date, the patient's apd treatment was switched to capd with physioneal 40 1.36% clear-flex and physioneal 40 2.27% clear-flex therapy during the day and extraneal therapy during the night. In (B)(6) 2011, "after 3 or 4 days," the effluent was clear and the patient recovered from aseptic peritonitis. The physician clarified that the patient was using extraneal when the effluent became clear. On (B)(6) 2011, treatment with gentamicin was discontinued. On (B)(6) 2011, treatment with extraneal ended, and the patient was switched from capd to apd treatment with physioneal 40 1.36% clear-flex and physioneal 40 2.27% clear-flex with dry day. On an unreported date, the patient completed treatment with vancomycin. The physician reported the causality assessment for the event of aseptic peritonitis as "not sure" with the relationship to extraneal viaflex therapy. The physician reported the causality assessment for the event of aseptic peritonitis as unassessable with the relationship to physioneal 40-clear therapy.